Manufacturer narrative:
The following were reviewed as part of this investigation: patient severity, frequency analysis, applicable previous investigation(s), sample (if available), applicable fmea documents, labeling, and applicable manufacture records. Based on a review of this information, the following was concluded: the complaint of a split stylet is confirmed, and the cause is determined to be use-related. The sample returned was one black-tabbed stylet with t-lock. Visual observation found the stylet wire to be broken at the distal end, the coil wire protruding out of the coil wire. The photograph returned also showed a stylet with these characteristics, appearing to match the stylet evaluated. Tactual evaluation found that the coil wire would slide over the core wire. Microscopic evaluation found that the end of the coil wire was not uncoiled and was bent to point distally. The break surface appeared to include a scrape along the side of the wire leading to the broken tip, and the tip was highly deformed. No weld tip was present. The core wire break surface was very uneven, but did clearly show an area of higher sheen at one segment of the circumference, with faint striation. Comparing the length of the remainder of the core wire to specification for stylet length shows there was a quantity of wire missing from the distal tip of the stylet. The area of higher sheen in the core wire break surface and lack of uncoiling in the distal end of the stylet, combined with the missing segment of stylet wire, strongly suggest that the stylet was cut. This can occur during trimming of the catheter if the stylet has not fully been withdrawn behind the point at which the catheter is to be trimmed. The following IFU statements may be helpful: ¿modification of catheter length note: catheters can be cut to length if a different length is desired due to patient size and desired point of insertion according to hospital protocol. Catheter depth markings are in centimeters. Note: for catheters with sherlock® tls stylets, please see section ¿catheters with sherlock® tip; location system stylet.¿ measure the distance from the insertion site (zero mark) to the desired tip location. Disconnect the t-lock from the luer hub. Withdraw the entire t-lock connector/stylet assembly, as one unit. Retract the stylet to well behind the point the catheter is to be cut. Using a sterile scalpel or scissors, carefully cut the catheter according to institutional policy if necessary. Caution: the stylet or stiffening wire needs to be well behind the point the catheter is to be cut. Never cut the stylet or stiffening wire. Inspect cut surface to assure there is no loose material. Re-advance the t-lock connector/stylet assembly locking the connector to the luer hub. Assure stylet tip is intact. Gently retract the stylet through the locked t-lock connector until the stylet tip is contained inside the catheter. Assure proper alignment of the stylet to the distal end of the trimmed catheter.¿ a lot history review (lhr) of reay1283 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported by nurse that the PICC catheter placement was conducted under ultrsound on (B)(6) 2017 and the process was smooth. It was found that the guidewire head had been split after withdrawing the catheter and supporting the guidewire in the end. The catheter is now safely used on the patient temporarily.

Manufacturer narrative:
The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The manufacturer has received the sample and will evaluate. Results are expected soon. A lot history review (lhr) of reay1283 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported by nurse that the PICC catheter placement was conducted under ultrsound on (B)(6) 2017 and the process was smooth. It was found that the guidewire head had been split after withdrawing the catheter and supporting the guidewire in the end. The catheter is now safely used on the patient temporarily.